Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, and the customer planned to conduct the reset independently, intending to contact support for further assistance if necessary.